Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that this device was explanted due to the failure to sense and convert. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population. No additional adverse patient effects were reported.